Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. It was reported to boston scientific corporation that when testing a stonetome sphincterotome, the wire failed to bow during preparation. According to the complainant, the device was replaced with another stonetome sphincterotome device. Refer to MFR report# 3005099803-2008-06608 for details regarding the second device.

Manufacturer narrative:
Wire did not bow. The suspect device was used beyond the product expiry. The directions for use (dfu) document states that the customer should ensure that "products are used prior to the expiration date on package label."